Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the casing around the battery compartment was cracking. The customer also reported that they received a software error and watchdog timeout alarm. The customer's blood glucose level at the time of the incident was 157 mg/dl. The customer stated the alarm did not occur right after a battery change. The alarm history was checked and it was found that there were two software error alarms. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self- test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No alarms noted. Pump as received with cracked battery tube threads, cracked reservoir tube lip and broken off belt clip slot near battery compartment.